Manufacturer narrative:
The customer contacted adc in follow-up and reported that the hcp prescribed the skin moisturizer cicaplast 5 balm, for treatment. Updated to reflect the additional information received. Based on the additional information received from the customer, the reported event no longer meets reportability criteria. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported she experienced an allergic skin reaction while wearing an adc freestyle libre sensor. The customer stated she experienced skin irritation at the sensor site and had contact with an hcp and was prescribed an unknown medication as treatment. In follow-up with the customer it was reported the hcp prescribed the skin moisturizer cicaplast 5 balm for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported she received an allergic skin reaction while wearing an adc freestyle libre sensor. The customer stated she experienced skin irritation at the sensor site and had contact with an hcp and was prescribed an unknown medication as treatment. There was no report of death or permanent injury associated with this event.